Event description:
Reporter alleged obtained discrepant back to back blood glucose results of 589 mg/dl, 232 mg/dl, 89 mg/dl and 215 mg/dl on the customer when all tests were performed within 10 minutes on the aviva system. Reporter stated the customer was feeling hypoglycemic symptoms when the results were obtained and she treated him with juice and crackers. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.